Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation on the cautery cord broke which lead to superficial skin burn during use. Patient sustained a burn in the right upper quadrant during a cholecystectomy.

Manufacturer narrative:
The device is unknown and was not returned to stryker endoscopy, therefore additional information could not be provided.

Event description:
It was reported that the insulation on the cautery cord broke which lead to superficial skin burn during use. Patient sustained a burn in the right upper quadrant during a cholecystectomy.